Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for a ventricular tachycardia (vt) episode. Review of the first episode showed an ap/vs rhythm, followed by onset of vt which quickly accelerated into ventricular fibrillation (vf). The next episode showed likely continuation of a ventricular arrhythmia with frequent undersensing. The clinical observations were documented. No adverse patient effects were reported.